Event description:
A patient underwent an esophagogastroduodenoscopy (egd) approximately 1 month status post laparoscopic roux-en-y for complaints of dysphagia. Skin temperature sensor discovered in the lower third of esophagus. The device had been retained from the original procedure approximately 1 month earlier. Pad intact and removed successfully with basket. No harm to patient. No change in the plan of care.we have not had this kind of event before. There were no human factors involved in this event. We identified the following contributing factors: the or room is dark due to laparoscopic procedure and pt is positioned in an upright position. The sensor could have attached to the gastric tubing during the procedure without staff noticing since the room was dark. It was not evident at the time of roux-en-y that the patient has a retained temperature sensor in her esophagus. It was not evident until an egd was performed and saw the foreign body with the scope. Nursing and materials management are jointly researching temperature products that are currently on the market that meet our needs and patient population.======================manufacturer response for skin temperature sensor, level 1 skin temperature sensor (per site reporter).======================notified customer service representative of incident. Box obtained to send equipment to manufacturer for investigation and analysis.